Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 10mm x 40cm interlock coil was selected for use. During the procedure the coil became stuck in the distal part of the 5f non bsc microcatheter. During the removal of the col, it was observed that the coil protruded from the catheter's tip. The procedure was completed with another of the same device. There were no patient complications reported.